Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional ht command referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that during a mildly tortuous, moderately calcified superficial femoral artery (sfa) and a perineal artery interventional procedure with left common femoral artery access, a command guide wire was placed in the sfa without difficulty. A non-abbott 0.4 mm support guiding catheter was inserted over the command guide wire and the physician wanted to exchange guide wires. There was resistance felt with removal of the command guide wire from the non-abbott guiding catheter; therefore, the guide wire and the non-abbott guiding catheter were removed as one unit without difficulty. Upon removal outside the patients anatomy, the guide wire was pulled out of the guiding catheter and there were pieces of polymer jacket sheared off the guide wire shaft. Another same batch and lot command guide wire was inserted into the perineal artery and a 0.35 non-abbott balloon delivery system (bdc) was inserted over the wire without complications. The 0.35 mm non-abbott bdc was removed easily and a 0.4 mm non-abbott bdc was advanced. The physician wanted to exchange guide wires and there was resistance noted with the removal of the command guide wire from the non-abbott bdc. Both the command guide wire and the non-abbott bdc were removed as one unit without difficulty. Two non-abbott guide wires were used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the guide wire and peeling could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.